Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with a non-boston scientific guidewire during removal. However, the physician was able to remove it without difficulty, as the entanglement occurred outside the body. The procedure was completed with another of the same device. No patient complications were reported.